Manufacturer narrative:
Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urge incontinence. Patient says the wire has moved. It isn't stimulating the correct nerve . Patient stated that there is itching and pain around the incision site. The patient was advised to contact their doctor. No further complications were reported/anticipated.